Manufacturer narrative:
It was reported that the product was dirty and stained looking when the cds box was opened. The product was removed and replaced with product from the shelf. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Leak within pouch.